Event description:
Right femoral artery was cannulated with axera device. The central lumen was advanced into the distal aorta without difficulty. The second guide wire did not advance smoothly. The wire was removed and the axera was pulled with some resistance. There was excessive continued bleeding across the sheath and oozing of contrast. Patient was taken to or after a 7 fr balloon was deployed to the external illiac artery to control bleeding.